Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds), a watchman fxd curve access system (was), and versacross connect system. Difficulties were experienced performing the transeptal puncture and several attempts were made before the interatrial septum was successfully crossed. Via transesophageal echocardiogram (tee) a free floating thrombus was observed in the right atrium and heparin was administered. The laa procedure was successfully completed and the patient discharged the same day.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds), a watchman fxd curve access system (was), and versacross connect system. Difficulties were experienced performing the transeptal puncture and several attempts were made before the interatrial septum was successfully crossed. Via transesophageal echocardiogram (tee) a free floating thrombus was observed in the right atrium and heparin was administered. The laa procedure was successfully completed and the patient discharged the same day.